Manufacturer narrative:
An event regarding crack/fracture involving a ceramic liner was reported. The event was confirmed through return of the device. Method & results: -device evaluation and results: analysis of the returned device was performed as part of the material analysis report (mar), it concluded: the ceramic insert fractured in overload with the fracture propagating from the inner circumference to outer circumference. Approximately 50% of the insert was returned. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. -medical records received and evaluation:a review of the provided medical records and mar by a clinical consultant concluded: a periprosthetic fracture after a fall of the patient in 2007 quite likely caused surface damage in the ceramic articulation with a wear scar contributing to progressive further damage of the ceramic surfaces with overload ending in a ¿spontaneous¿ ceramic inlay fracture in 2018 requiring revision surgery. -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the mar concluded that the ceramic insert fractured in overload with the fracture propagating from the inner circumference to outer circumference. Approximately 50% of the insert was returned. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Review of the provided documentation by a clinician indicated that a periprosthetic fracture after a fall of the patient in 2007 quite likely caused surface damage in the ceramic articulation with a wear scar contributing to progressive further damage of the ceramic surfaces with overload ending in a ¿spontaneous¿ ceramic inlay fracture in 2018 requiring revision surgery. While the clinician indicates that the fracture of the device is "quite likely" as a result of periprosthetic fracture, the exact cause of the event could not be determined because insufficient information was provided. Additional information, including revision operative reports and x-rays are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
(B)(6) 2018 extensive revision of the left hip joint with head and inlay changes.

Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
On (B)(6) 2018 extensive revision of the left hip joint with head and inlay changes.